Event description:
The nurse of (B)(4) male pt contacted lifecor customer support to report that the pt's lifevest is broken. She stated that the case fell apart. A lifecor territory mgr visited the pt and reported that the electrode belt pins were also bent. She believes that the pt is purposefully breaking the equipment since he has gone through a few sets of equipment. She also stated that on of the battery packs is dead and will not turn on the monitor. When this battery pack is placed on the battery charger no lights come on. The tm exchanged the monitor, electrode belt and battery pack.

Manufacturer narrative:
Device MFR date: monitor (B)(4) - 01/2009. Electrode belt (B)(4) - 06/2008. Battery pack (B)(4) - 07/2007. Device evaluation summary: device evaluation of monitor (B)(4), electrode belt (B)(4), and battery pack (B)(4) have been completed. The reported problem was confirmed. The monitor was found to have a broken end cap. The connectors were loose which caused no communication with the belt. The hv wires were separated from the auxiliary board. The connection port for the modem was rusty. The monitor looked to have been dropped by the pt. The monitor was repaired and retested. The electrode belt was fully functional. There was no evidence of connector damage. The electrode belt properly mated with multiple monitors including the pt's monitor. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the damaged monitor or battery pack. The pt received a replacement monitor, electrode belt and battery pack.